Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd legacy pump was under infusing due to an "unresolved no disposable alarm". No patient consequences were reported. No adverse effects were reported.